Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(4) registry stating: suspected sheath disruption with pump off alarms, tried ungrounded cable, and external repair, without complete resolution of alarms

Manufacturer narrative:
The report of low speed hazard alarms was confirmed based on the manufacturer¿s analysis on the patient's historical log file submitted at the time of the event. The patient was placed on a modified power module patient cable and continued on lvad support. No further issues were reported to the manufacturer until approximately 4½ months later when the patient started experiencing power cable disconnected, low speed operation and pump off alarms. A repair/replacement of the external percutaneous lead (lead) was subsequently performed by a manufacturer's technical services member (reference MFR.¿s medwatch # 2916596-2014-01360). Approximately 15 days after the repair of the lead the patient underwent a pump exchange due to continuing alarms and a suspected compromise of the internal portion of the lead (reference MFR's medwatch report # 2916596-2014-02143 for the pump exchange event and return of the explanted pump). The patient remains ongoing on lvad support and no further related events have been reported post the pump exchange. A section of lead that was removed during the repair was returned to the manufacturer for evaluation. The white silicone jacket was removed to examine the clear bionate, metal braided shield, and wires beneath. Minor shield breakdown was noted at the terminus of the bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the lead revealed no evidence of mechanical damage or breakdown of the wire's insulation. The lead was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any current leakage that would have resulted in an electrical short. The evaluation of the explanted pump confirmed internal lead wire damage that could have contributed to the reported event. Breaches to the insulation of the brown, black, green, and red wires adjacent to the pump's nipple housing were confirmed through the evaluation of the internal section of the lead. This observed wire damage appeared to be the result of repetitive flexing. Minor abrasions to the remaining wires were also noted, but the remainder of the lead appeared otherwise unremarkable. If the exposed conductors of the brown, black, green, or red wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarms. The reported events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on tethered or battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a low speed hazard event while connected to the power module. The log file confirmed the event. It was reported that the event was reproducible when the patient moved from side to side in bed. The manufacturer's technical service representative evaluated the percutaneous lead. The phase interrupter was used to troubleshoot the percutaneous lead, and the test did not indicate any fractured wires. The external portion of percutaneous lead was manipulated without incident. The hospital suspects that there is internal damage to the percutaneous lead. The hospital is considering giving the patient a modified patient cable.